Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
The customer reported the oxygen manifold is damaged. There was no patient involvement.

Manufacturer narrative:
G4: 31mar2020. B4: 01apr2020. Technical support advised the customer to replace the oxygen manifold. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.